Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was cardioverted out of atrial fibrillation (af). Atrial sensing returned to sufficient levels and the right ventricular (rv) lead parameters were operating normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was further reported that the implantable pulse generator (ipg) failed to detect the patient's atrial fibrillation (af). It was also reported that the right ventricular (rv) lead exhibited possible loss of capture. The ra lead, rv lead and ipg remain in use. No patient complications have been reported as a result of this event.